Manufacturer narrative:
A gehc service representative performed extensive testing of the machine and a review of the logs. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The anesthesia machine was replaced. There was no reported patient injury.